Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in australia during treatment. It was reported that the cardiohelp had a sudden loss of blood flow. There was no apparent patient- related cause identified by the customer. No harm to any person has been reported. As any flow bubble sensor issue or flow issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The log files of the reported cardiohelp device were reviewed and a pump stop and no flow alarm could be confirmed on (B)(6) 2026. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
New information received on 2026-03-26 that the fst tested the device and no issue was found with the flow bubble sensor. The cardiohelp was replaced during treatment and the emergency drive was used. A getinge technician was sent for investigation on 2026-03-20 and 2026-03-26. The failure could not be replicated, no part was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).